Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient got a pneumothorax which was found right after a superdimension enb procedure. The site reported it is unknown what caused it, however the lesion was extremely anterior. No issues were noted during the case. Patient was hospitalized overnight for observation.